Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. Corrected field: e1. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is an indentation on the tip sheath and twisting of the insertion sheath. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation on the tip sheath indicates that an impact was applied to the tip. It is likely that the internal blade (flexible shaft) could not be driven properly and rolled into the insertion sheath, resulting in the occurrence of torsion. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sheath of the ultrasonic probe was stretched at the tip. The reported malfunction occurred during preparation for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the sheath of the ultrasonic probe was stretched at the tip. The reported malfunction occurred during preparation for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.